Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The calibration data provided showed that the calibration was stable on the date of the event. A field service engineer (fse) checked the system volume, sample liquid level detection, and gear pump pressure, and inspected all probes for damage. The fse found no issues and completed a system verification, confirming that the customer's calibration and quality control results were within range. The investigation is ongoing.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ss test system result from the cobas 6000 e601 module for one patient. The initial result was 9 miu/ml, and the repeat result was 911 miu/ml. The repeat result was deemed to be correct. The sample was repeated because the customer has it set up to auto-repeat samples. The repeated result was much higher and matched the patient's history.